Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. There was a crack in the sheath in the distal marker area. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the heavily calcified anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported/noted deployment difficulty/activation failure. Interaction/manipulation of the device resulted in the noted device damages (cracked/smashed/scratched sheath) likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report being filed, it was reported that the 6.5x200mm supera stent was attempted to be used in the procedure; however, the stent failed to deploy. Additionally, return device analysis found that there was a crack in the sheath in the distal marker area. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that during a procedure the 6.5x200mm supera self expanding stent system (sess) was advance to the target lesion; however, the stent would only open for 3cm. Therefore, the sess was removed from the patient. Then, the 6.5x150mm supera stent was attempted to be deployed; however, the thumbslide became stuck after 3-4 slides and the stent was only able to be deployed 3-4 cm. The second supera sess was also removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Two other supera stents were used to successfully complete the procedure. No additional information was provided.